Manufacturer narrative:
Unable to provide the PMA/510k number and/or the date of manufacture as no product has returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from waldenburg indicates: a pt from (B)(6) was implanted with prodisc-l at levels l4-5 and l5-s1. Pt returned to surgeon complaining of continuing low back pain. Surgeon removed the pdl at l5-s1 and replaced with visios 9 mm implant. This is two of three reports for this event.